Manufacturer narrative:
Correction: b5.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd end treatment. The patient reported receiving a heater bag not detected message during an unknown phase of treatment, a drain complication encountered. Please check patient line and drain line message during drain 1 of 4 of treatment, an air detected in cassette during the drain 1 of their treatment, and patient line is blocked soft alarm during an unknown phase of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient aborted her treatment and did not perform manuals. The pdrn stated that the fluid leak occurred from the cassette and did come in contact with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd end treatment. The patient reported receiving a drain complication encountered please check patient line and drain line message during drain 1 of 4 of their treatment, a patient line is blocked soft alarm during an unknown phase of their treatment, an air detected in cassette alarm during drain 1 of their treatment, and a heater bag not detected message during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient aborted her treatment and did not perform manuals. The pdrn stated that the fluid leak occurred from the cassette and did come in contact with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd end treatment. The patient reported receiving a drain complication encountered please check patient line and drain line message during drain 1 of 4 of their treatment, a patient line is blocked soft alarm during an unknown phase of their treatment, an air detected in cassette alarm during drain 1 of their treatment, and a heater bag not detected message during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient aborted her treatment and did not perform manuals. The pdrn stated that the fluid leak occurred from the cassette and did come in contact with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted, however the information on the label was missing. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test 2-hour 15-minute 8500 ml simulated treatment was performed and completed without any failures or problems. The cycler underwent and passed a system air leak test, a valve actuation test, and a load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid behind the front panel and on the bottom cover recess underneath the pump assembly during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.